Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain one of six on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the caregiver (cg) stated that the home patient (hp) had disconnected improperly from the setup. The technical service representative (tsr) advised the cg to end therapy and restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient disconnecting incorrectly from the setup is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.